Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It is reported by the medical technician, that the long gamma 3 nail broke proximal. The nail broke approx. 3 months after implantation.

Manufacturer narrative:
Evaluation revealed the broken nail to be the primary product. The lag screw and locking screw reported were considered associated products. Failures in material or manufacturing of the nail kit returned were not found. The affected item reported was documented as faultless prior to distribution. Dimensional examination revealed no deviations in the relevant undamaged areas of the nail. The received nail has been implanted on (B)(6) 2016 and was confirmed to be broken after 4.5 months, on (B)(6) 2016. Technical aspects: the received nail is completely broken in the webs of the proximal lag screw thru hole. According to the damage and the evidences of the breakage surfaces, the nail broke in a fatigue fracture due to massive overload. Significant drill marks are found at the lateral entrance of the proximal thru hole for the lag screw at the posterior web. The drill marks were generated by a deviated lag screw step drill which most likely had created the starting point of the fracture by a notching effect at the lateral edge of the posterior web. Material deformation (friction marks) at the medial / distal and the lateral / proximal edge of the lag screw thru hole of the nail indicates high tension forces caused by high axial load - transmitted by the lag screw, which suggests more than partial weight bearing. Medical aspects: the received x-rays were forwarded to a consulting hcp for review. His comments: ¿ ¿reverse fracture (extremely unstable). ¿ delayed union¿. General aspects: nail breakage in general has been experienced; it does not present an unanticipated event in itself. Depending on the load application, also, depending on the patient¿s post implant behavior, on the suitable anatomical reduction, on the kind of bone breakage and depending on the course of bone healing and other factors a nail breakage can rather be classified as anticipated ¿ specifically if one or more contributing issues concurrence with each other. A successful treatment requires sufficient bone healing during the implantation period. A nail will be subject of a fatigue fracture if the stresses on the implant are too high or not considerably reduced during the period of implantation. The affected implant is designed to withstand the normal loads during the implantation period, i.e. The implant must neither be exposed to peak loads nor to continuous stresses. Another prerequisite for a successful supply is undisturbed, normal bone healing. In case that such a situation does not occur, exceeding of the fatigue strength is to be expected and thus quite predictable complications. Concluding and based on the above the present breakage of the nail is not linked to a deficiency of the device, but is rather considered user related. The nail was massively damaged intra-operatively by a deviated step drill which had led to a significant weakening of the nail in the area of the lag screw thru hole. Continuous stresses and prolonged axial overload by the patient (unstable fracture, delayed union) had contributed to the fatigue fracture after the implantation duration of 4.5 months. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject products. No non-conformity was identified.

Event description:
It is reported by the medical technician, that the long gamma 3 nail broke proximal. The nail broke approx. 3 months after implantation.